Event description:
User experienced discrepant tsh results for two patients on two separate days. Initial result 0.040 uiu/ml, repeated twice gave 3.23 and 3.22 uiu/ml. Initial results were not reported. The field service rep was unable to duplicate the problem or determine the cause. He noted minor adjustments were made to the s/r probe and he ordered a new sample disk to replace a worn disk. Performance tests were performed.

Event description:
User experienced discrepant tsh results for two patients on two separate days. Patient tested in 2008, initial result 0.035 miu/ml, repeat gave 1.61 miu/ml. Initial results were not reported. The field service rep was unable to duplicate the problem or determine the cause. He noted minor adjustments were made to the s/r probe and he ordered a new sample disk to replace a worn disk. Performance tests were performed.